Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple data error alerts while delivering a bolus. The customer reported that the pump history was missing. The customer stated that the settings and profiles were not affected and the pump appears to function. There were no resets or alerts received. The customer's blood glucose levels were 182 g/dl. The customer stated would use the pump until replacement arrived.